Event description:
A tandem mobi cartridge alarm was reported, although the alarm did not appear in the history. There was no adverse impact to the customer¿s blood glucose level. The issue occurred during the load process, and the customer followed the instructions to remove and load cartridges as prompted. Tandem's technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump.